Event description:
A repair request was sent reported with an issue of " brown liquid comes out from the tip channel hole. No leak noted , issue found after sterilization. There was no patient harm, no user injury reported due to the event.

Manufacturer narrative:
The subject device was received and evaluated. Device evaluation, it was noted ,the reported issue of the brown liquid coming out of the forceps channel has been reproduced. In addition, leakage was observed, service repair noted watertightness found not maintained due to perforation of the forceps channel due to external factors. Furthermore, the following findings during device evaluation were noted : the tip cover found not watertight. The image guide (ig) bundle noted to be severely broken due to external factors. There are stains on the ig bundle due to external factors. Visibility noted cloudy. Due to handling, liquid leakage observed in the operation part. Liquid leakage found on the up/down (ud) plate. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s probable that brown liquid existed the distal end hole as there was an air leak out of the hole on the instrument channel. It's likely the up / down plate was discolored due to liquid invasion to the device and there was rust due to the water leak. However, a final root cause of this event (brown liquid exited from the distal end hole) was unable to be identified. Olympus will continue to monitor field performance for this device.